Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 39 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. The alarm resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with shortness of breath and was noted to have 2 high pulsatility index (pi) events. The symptoms have since resolved and there were no alarms. The log file review captured low voltage events on the mobile power unit (mpu). The mpu lost total power and the backup battery engaged.

Event description:
It was reported that the log files captured a few instances of low voltage hazard and no external power events on (B)(6) 2023 at 0024 and 0102 and again on (B)(6) 2023 at 0051 - 0052. These events occurred while using the mobile power unit (mpu) and appeared that total power was lost and enabled the backup battery in the controller until power was restored to the mpu. The patient reported the no external power on (B)(6) 2023 occurred due to a power outage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mobile power unit (mpu), occurring on (B)(6) 2023, was confirmed via the provided log files. The log files collectively contained data spanning approximately 58 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Three no external power alarms were observed on (B)(6) 2023 while the mpu was in use. These alarms appeared to have been caused by external power losses, as the voltage in both power cables steadily decreased. The alarms resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.